Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 69-year-old female patient was transferred to the hospital under cardiopulmonary resuscitation with intra-aortic balloon and respiratory support) with a left ventricular ejection fraction of 5 mmhg. The treating physician wanted to place the impella cp as bail-out for enabling the percutaneous coronary intervention via right femoral access with ultrasound-guided micro-puncture. Here, the complaint was filed as the insertion of the impella cp was not successful as the heart pump did not pass through the aortic valve. The physician tried 3 separate times but it did not go. The patient expired in the procedural area but without impella cp being placed in the left ventricle. The impella cp will be conservatively coded for ¿no information available¿ as the reason why the pump could not be placed was not mentioned in the documentation. Furthermore, it is conservatively coded for ¿death¿, however, it is noted that the pump was not yet in correct position in the left ventricle to support the heart, as the aortic valve could not be crossed for placement, only the vascular access was obtained (and a wire in the lv). It should be taken into consideration that the patient was in critical condition as the impella cp was done in a bail-out situation as an escalation to the intra-aortic balloon pump, which indicates the severity of the underlying disease and condition of this patient.